Event description:
It was reported that during a coronary stent procedure in a 50% stenosis in a pre dilated rca lesion, the physician experienced difficulty crossing the lesion. During removal the stent dislodged and was retrieved with a snare. Pt status is listed as "okay".